Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144024 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m144024, test base part number 190-430 / lot: m144024. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144024 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that while using the binaxnow covid-19 ag card to perform a self-test on (B)(6) 2021, she accidentally placed reagent solution on the swab and then inserted the swab up her nose. The customer clarified that she is aware on the correct testing procedure, but was became distracted while performing the test. Per the customer she could taste the reagent but no other side effects occurred and confirmed no patient harm or treatment delay/impact occurred due to the inadvertent issue. The patient was advised to see a physician in the event she starts to feel unwell.

Manufacturer narrative:
B5: per the customer patient is doing well. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information: MDR 1221359-2021-01509 follow up (2) two was sent in mistake. Please retract follow up two (2).

Manufacturer narrative:
According to the package insert in195000 v2.0: 21. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture.